Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The up arrow buttons were unresponsive due to corroded keypad traces. The insulin pump had a cracked reservoir tube lip.

Event description:
Customer's father reported via phone, customer had emailed him to inform him the insulin pump had alarmed button error. Customer took the battery out but it didn't work. Customer's blood glucose was 97 mg/dl. Customer's father didn't did recall any significant event which may have cause the device to alarm. Customer's father was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.